Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The following was reported from medwatch (mw5085498); "procedure(s): orif left both column acetabulum fracture, orif left communicated sacral fracture via open posterior approach, removal of distal femoral traction ph. Surgeons used stryker drill bit when it broke off in the pt's bone (ilium). It was estimated that approx. 2 cm remain in the pt. Surgeons were unable to retrieve it." No adverse consequences to the patient were reported.